Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. No leakage was observed as a result; not confirming the reported customer complaint. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex clear soft seal cuff tracheal tube cuff leaked air while in use with a patient. Subsequently, a tube change out was required. No adverse patient effects were reported.